Event description:
It was reported that during ptca/stent procedure, the stent delivery system (sds) was unable to advance across the lesion. As the sds was being retracted, the stent disloged, and was then deployed proximal to the lesion. The procedure was complete with another stent.